Manufacturer narrative:
Device remains implanted in patient.

Event description:
An ozark variable self starting screw fractured at the shaft post-operatively. It is unknown if revision surgery will take place.

Manufacturer narrative:
Visual inspection: an x-ray image was inspected and showed a complete fracture across the screw body. Screw was split into two pieces with the proximal end attached to the plate and the distal end anchored in the bone. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: screw selection. The screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2° and variable screws can be inserted ±15°, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Screw insertion: once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 tapered driver: the size 10 tapered driver has a tapered, self-retaining tip (stab-and-grab) to aid in insertion of the screws. Attach the proximal end of the driver to the spin top handle. Engage the stab-and-grab feature by inserting the driver into the screw. If preferred, the selected screw can be inserted into the vertebral body via the fast guide when using the guide plate. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. It is unclear what caused the screw fracture to occur and a root cause could not be determined based off of the available information.

Event description:
An ozark variable self starting screw fractured at the shaft post-operatively. It is unknown if revision surgery will take place.

Manufacturer narrative:
Correction: updated from 'product problem' to 'adverse event and product problem'. Correction: updated from (B)(4) to (B)(4). Correction: updated from (B)(6) 2019 to (B)(6) 2018. Correction: updated from 'malfunction' to 'serious injury'.

Event description:
An ozark variable self starting screw fractured at the shaft post- operatively. It is unknown if revision surgery will take place.